Manufacturer narrative:
The prismaflex hf1000 set was discarded and not available for inspection. The review of the prismaflex hf1000 set device history record for the lot number 14g2109 shows that no manufacturing anomaly was recorded regarding this lot number. The root cause of the reported event remains unk and we have no indication of a general failure on this lot number.

Event description:
(B)(4).